Event description:
In this event it was reported that a dentist called stating his assistant had an allergic reaction to jeltrate plus. The reported symptoms were swelling of her nose and lips.

Manufacturer narrative:
While attempting to gather further info, the doctor stated he purchases product from (B)(4) and refused to give his contact info or info regarding the product (i.e. Lot number). Additionally, the phone number that was displayed on caller ID was a dentsply corporate phone number which is published on dentsply's website. This leads us to believe that the doctor "spoofed" his phone number to keep his identity hidden. However, the doctor did state that according to the label on the package, it was made in (B)(4). Jeltrate plus that is manufactured by dentsply (B)(4) is not marketed in the us. Furthermore, dentsply (B)(4) does not label their products in english. The dentist refused to send the product into dentsply for evaluation. Therefore, it is impossible to ascertain if the product was manufactured by dentsply or if it is counterfeit. While it is unknown if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.